Event description:
Rptr alleged the customer began to sweat and feeling short of breath, but couldn't test on his aviva system because of an error message. Rptr stated she took the customer to the ER where a result of 349 mg/dl was obtained on the ER system and the customer was treated with insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.